Manufacturer narrative:
Pr (B)(6), supplemental MDR, label content incorrect. Five photos of 10ml twinpak syringes from material 303393, batch 5065846, were received and reviewed. Three of the photos show a single box from various angles, opened to reveal packaging with an incorrect 5ml top web. The remaining two photos display the box carton label for the 10ml product. The observed condition is non-conforming with product specifications. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material: 303393, batch#: 5065846. Verbatim: rcc received a complaint via email. We have found the b-d303393z item product inside doesn¿t match the outside, we have received the 5ml syringe inside the box and outside of box 10ml syringe is mentioned.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.